Event description:
Legal representative stated severe and debilitating abdominal pain, vaginal bleeding, chronic urinary tract infections, urinary incontinence, dyspareunia, dysuria, hematuria, urinary frequency, lethargy, and mesh erosion some time after implant, erosion of mesh, serious bodily injury and harm, lethargy, undergone medical treatment, including multiple procedures to correct her injuries, and will likely undergo further medical treatment and procedures, exposure/extrusion/protrusion, infections, bladder problems. On (B)(6) 2020, revision surgery to remove sling. Partial excision/revision of eroded sling on (B)(6) 2020. Intraoperative finding: 1x1cm t-sling erosion in mid-vagina about 2cm from external urethral meatus. Excision size: 2cm.